Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50012 ¿the refrigerant delivery path is obstructed¿ in first application (beginning of ablation phase) with catheter 2af284 with lot number 93862. The data files showed that at least 15 applications were performed with this balloon catheter on the date of the event. A clinical issue (pnp) was encountered during the case. The reported system notice is not related to the adverse event. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while ablating the right superior pulmonary vein, phrenic nerve palsy (pnp) occurred. A double-stop was performed. The case was completed with cryo. It is unknown if the pnp recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient's phrenic nerve palsy (pnp) symptoms had recovered.